Event description:
The customer called and reported the insulin pump alarmed with a motor error. Customer's blood glucose was 159 mg/dl. The insulin pump was reportedly not exposed to a strong magnetic field. Customer stated when she first got the alarm, she was able to complete the rewind sequence, but got the alarm again afterwards. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.